Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a breach in aseptic technique, and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The patient began treatment with injection (inj.) Vancomycin 1gm every 4th day, intraperitoneally (ip), inj. Fortum 1 gm ip daily, inj. Amikacin 250 mg ip I daily. The patient was not hospitalized for the event. The outcome for the event was not reported. No additional information is available.